Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) / premature ventricular contraction (pvc) ablation and the patient experienced st elevation / coronary artery stenosis that required stent placement and prolonged hospitalization. They had just finished doing pvc ablation and the tech called out that the patient's blood pressure dropped. The physician removed the catheters. They were trying to stabilize the patient's blood pressure when it was noticed that there were some electrocardiogram (EKG) changes (st elevation). An interventional cardiologist was called in. The physician checked on intracardiac echocardiography (ice) catheter and saw no effusion. The interventional cardiologist came in and did a left heart catheterization and the left anterior descending artery had no flow and they placed a stent. The patient returned to baseline, blood pressure returned to normal, st elevation went away. The patient fully recovered however, required extended hospitalization as the patient was admitted to the ICU (intensive care unit) for monitoring. The physician's opinion on the cause of the adverse event is the procedure. It was also reported that the pentaray catheter's deflection was stuck in a straight position. Knob was movable but did not affect catheter deflection. Catheter was difficult to remove. There was no physical damage observed at the distal end of the catheter. When the catheter was replaced, the procedure continued. Replacement catheter requested. It was reported that the pentaray catheter was not involved in the adverse event. The deflection issue with the pentaray catheter is not considered MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31425445l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).